Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2023, the infusion device presented a low battery and the patient didn¿t exchange the battery. The patient woke up on (B)(6) 2023 experiencing hyperglycemia symptoms of nausea and vomiting. She doesn¿t remember if the infusion device was operating by the time she woke up with elevated blood glucose levels, but she believes it was turned on. The patient's blood glucose level was around 500 mg/dl while using the infusion device. The patient was treated with insulin administration at the hospital. The blood glucose results at the hospital were not provided. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023.